Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that post implantation of an intraocular lens (iol) the patient experienced terrible glistening all over it. The iol was exchanged in a secondary procedure due to lens dislocation and glistenings. Additional information was requested and received.